Manufacturer narrative:
The technician found the s2 solenoid valve was leaking. The technician replaced the valve to repair the bed.

Event description:
Information received indicates the head section is drifting.